Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 42 mm in diameter and 78 mm in length abdominal aortic aneurysm. The proximal aortic neck was 22 mm in diameter and 42 mm in length with hard thrombus. It was reported that the bifurcated stent graft did not completely open after deployment. There was no significant issue and there was no deployment difficulty. The physician did not use greater than anticipated force during the procedure and there were no difficulties with the removal of the delivery system. The proximal side had hard thrombus so touch-up was not carried out. Per the physician the hard thrombus caused the situation that main body was not completely opened. No further treatment is required. No clinical sequelae were reported and the patient is fine.